Event description:
Information received indicated the roll pins holding the calf support formers to the arm were missing.

Manufacturer narrative:
The hill-rom technician indicated the roll pins holding the calf support formers to the arm were missing. The tech installed the roll pins to repair the calf supports.